Event description:
It was reported that the patient underwent a right hip arthroplasty. Subsequently, patient is allegedly experiencing pain, difficulty walking, losing blood and is severely anemic. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2023 - 02180; 0001822565 - 2023 - 02181; 0002648920 - 2023 - 00289. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Medical records were not provided. A definitive root cause cannot be determined for the pain and difficulty ambulating. No problem was found with the devices in relation to the blood loss and anemia after review by a hcp. This complaint cannot be confirmed. This event was previously reported under MFR 0001822565 - 2023 - 02179. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.